Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that only the lt log was returned which showed the pump ran for 3 minutes. No abnormalities were found on the returned pump, and the pump was able to start in the lab. Thus, the cause of the pump stop was not determined as it could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. After implantation and return the wire, the pump would not start. The cp was replaced and there was no harm or injury reported.